Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the returned device indicated overstress/esd (electrostatic discharge) in an integrated circuit. It was noted a high current anomaly found during lab testing was the result of damage internal to the integrated circuit. (B)(4).

Event description:
The device was returned to the manufacturer with no information, was analyzed, and tested out of specification. Further review of the manufacturer's database indicated the patient is deceased. The cause of death was requested and not received.